Event description:
Caller reported that the insulin pump's gauge displayed an unexpected amount, specifically showing a static fill estimate. There was no adverse impact to the customer¿s blood glucose level. Technical support explained that this discrepancy can occur due to pressure measurement variances and that the fill estimate would adjust once the insulin amount aligns. The customer understood this explanation, and tandem provided a replacement pump to address the ongoing issue with fill estimates.